Event description:
Since the implementation of mindray monitors in summer 2024, our institution has encountered clinical, infrastructure and operational issues. We have escalated these concerns to senior mindray leadership on multiple occasions with short bursts of improvement by mindray, only to develop another or the very same issues a week or month later. Nurses have been reporting issues where they felt central alarm stations weren't sounding when expected for months. On 09/12/2025 mindray discovered a bug that causes a central monitor station to not audibly alarm. They only notified us on 09/16/2025, meaning they knew alarms might not be sounding when expected for four days before notifying us. Approximately 20 events. "There has been issues with the entire system from pulse ox cords, monitors, centralized system, etc".